Event description:
The rotator of the tubing breaks while injecting contrast. No harm or injury reported.

Manufacturer narrative:
Device evaluation: this device evaluation has not been completed. A review of the device history record did not reveal any exception documents. Method: device history record was reviewed. Conclusions - a f/u report will be submitted when the device evaluation has been completed.